Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the motor error occurred during basal. The customer stated that the drive support cap appeared to be normal. The customer stated that the pump was exposed to high magnetic field. The customer stated that the motor error kept coming back. The customer will be sent a replacement pump.